Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. The patient was advised to unplug the remote monitor for a while to allow it to cool down and plug again. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was found to have a failure code tc1040 (cellular module manufacturer) in charging functional test. It was debugged and had found a defective modem. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.